Manufacturer narrative:
Communication with onsite service technician stated that the image transmission was fine (okay). It was that the wrong signal was set on the monitor. The y/c signal was switched on when technician came into the room. Technician also conveyed that the customer usually used to the sdi signal and that is why there was the confusion then. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, no endoscopy image on the monitor after changing the wheel on the equipment cart. There is no patient involvement associated on this reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The cause could not be assumed since the product was not returned and the inspection result of the subject device was not sent. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.